Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump reservoir volume was significantly less than was expected based on interrogation. The patient was also becoming drowsy and lethargic. The hcp was concerned that the device appeared to be running too fast. A study was done which revealed that the catheter was patent. The pump was explanted and replaced. The patient recovered with sequela, no details provided. The patient's pump contained clonidine and bupivacaine. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.